Manufacturer narrative:
Date of event: date of event was approximated to (B)(6), 2011, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a retropubic sling, cystoscopy and posterior vaginal repair procedure performed on (B)(6) 2011. As reported by the patient's attorney, the patient had experienced an unspecified injury. During the procedure, a mid-urethral anterior vaginal wall incision and retropubic dissection were made. Then boston sling trocars were inserted. It was noted that urine was draining through the right skin incision. So, cystoscopy was performed and it was revealed that the right side of the sling had perforated the bladder in two areas. Furthermore, the right side of the sling was removed and was reinserted by the physician. After checking through cystoscopy, the sling was external to the bladder. Additionally, the previous inserted mesh that was implanted in 2009 was not seen.